Event description:
It was reported that the spacer had slightly migrated and there was a spinous process fracture at l3. A CT scan was performed after routine post implant imaging indicated device had slightly migrated. The physician attempted to remove the spacer but decided to leave the device in place.